Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was originally reported on (B)(4) 2012 that the patient experienced no stimulation sensation. There was no known accident or incident related to the complaint. It had been several weeks since she last felt stimulation. The device was fully charged but she still did not feel any stimulation. It was confirmed each group and that the device was on. It was later reported on (B)(6) 2013 that the patient¿s health care provider (hcp) never stated what was wrong with the device but the therapy just quit working and she was not feeling stimulation anymore. In (B)(6) 2012, she had the device ¿redone¿ and a paddle lead was put higher in her back. Additional information has been requested.